Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: device photograph for the device related to the reported event of rupture was reviewed on dec 03, 2020. Visual analysis of the photographs identified: red particle material on the shell. Opening. Red tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound and MRI. Device has been replaced with non-allergan device.